Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4), labeled yes although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, post-op, patient was deceased after 3 hours of balloon kyphoplasty surgery for primary osteoporosis at th 12. The cause was not sure whether it was myocardial infarction or pulmonary embolism. During surgery, cement leakage was observed a little from the side wall of the vertebral body. The product came in the contact with the patient. The patient¿s heart condition was not good before the surgery. The surgeon said it was not related mdt product. It was determined compression fracture but it was relatively near to burst fracture. There was no problem when the mixed cement was transferred into the cement delivery device. The cement leaked from lateral vertebra body. Injury of posterior vertebra body was observed so there might had been any cracks in the lateral vertebra body. The cement leaked like making ¿smoke shape¿ not ¿a stick shape¿ so the cement was considered not leaked into the vessel. The surgeon determined the causality between the suspected adverse events of cardiac infraction, pulmonary embolism and bkp are not related. As a reason of the causality, the surgeon considered the possibility of postoperative cement leakage was low. The cement leakage was confirmed in the middle of inserting the second bone filler device then the insertion was discontinued immediately. Postoperatively it was found that the patient had history of heart disease.